Event description:
On 04/05/2006, the patient experienced paresthesia with pain and weakness in the left leg with lower leg drift, and some right sided facial numbness. Treatment consisted of thrombolytics, statin, ace inhibitors and vasopressors/inotropes. The patient was admitted to the hospital through the emergency room on 04/05/2006, with sevre chest pain that was no retlieved by nitroglycerine, however, was resolved with isorbide, nitroglycerine, anti-thrombolytics, beta blockers and lmwh. The patient's cardiac enzymes were normal and the EKG revealed a normal sinus rhythm. One day after the event the patient was admitted to the hospital for further observation. Initially, the neurologist did not feel that the patient presented with a cva. However, as of the morning one day later, the nuerologist determined a cva or nucluer etiology. The patient was discharged one day later and his condition was improved. No additional information was available.